Manufacturer narrative:
Block d4, h4: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Block h6: impact code f05 is being used to capture the reportable event of rescheduled procedure. Block h10: the returned hydratome rx 44 was analyzed, and a visual evaluation noted that the working length was bent at the distal section. Functionally, when a spare guidewire used to perform the test, it was difficult to advance the jagwire guidewire through the autotome device. No other problems with the device were noted. The reported event of kinked working length and guidewire difficult to advance were confirmed. Upon analysis, it was found that the working length was bent at the distal section, and it was difficult to advance the guidewire through the tome. The kinked working length could be caused by operational factors, such as manipulating the device through difficult anatomy or the used technique for the device manipulation. Although it was found that the jagwire guidewire was difficult to advance through the autotome device, there are some pending tests on the device to be performed, such as the measure of the internal diameter (ID) of the catheter. The resolution of this problem is still being performed and is currently in progress. Since the product investigation does not lead to a clear conclusion about the cause of the reported adverse events, therefore, the most probable root cause of this complaint is conclusion not yet available as the conclusion is yet to be established and the investigation is still incomplete.

Event description:
Note: this report pertains to second of four hydratome rx 44 used during the same procedure. It was reported to boston scientific corporation that a hydratome rx 44 was used in the duodenum during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2023. During the procedure, the hydratome rx 44 was inserted through the duodenoscope. After the device exited the duodenoscope, the physician had difficulty passing the guidewire through the tome due to friction. The same problem happened when the physician opened three more hydratome rx 44. It was reported that the physician attempted to reload the guidewire through the tome after flushing the tome with saline and wetting the guidewire; however, the same problem was still noticed. It was also noted that the patient had a very difficult anatomy to cannulate (periampullary diverticula and a duodenal mucosal fold) partially blocking the view of the ampulla. The physician was able to place a pancreatic duct stent; however, the procedure was rescheduled, and a second procedure was performed, treating the biliary leak and it was successfully completed. There were no patient complications reported as a result of this event. The patient was discharged from the hospital.

Event description:
Note: this report pertains to second of four hydratome rx 44 used during the same procedure. It was reported to boston scientific corporation that a hydratome rx 44 was used in the duodenum during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2023. During the procedure, the hydratome rx 44 was inserted through the duodenoscope. After the device exited the duodenoscope, the physician had difficulty passing the guidewire through the tome due to friction. The same problem happened when the physician opened three more hydratome rx 44. It was reported that the physician attempted to reload the guidewire through the tome after flushing the tome with saline and wetting the guidewire; however, the same problem was still noticed. It was also noted that the patient had a very difficult anatomy to cannulate (periampullary diverticula and a duodenal mucosal fold) partially blocking the view of the ampulla. The physician was able to place a pancreatic duct stent; however, the procedure was rescheduled, and a second procedure was performed, treating the biliary leak and it was successfully completed. There were no patient complications reported as a result of this event. The patient was discharged from the hospital.

Manufacturer narrative:
Block d4, h4: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Block h6: impact code f05 is being used to capture the reportable event of rescheduled procedure.

Event description:
Note: this report pertains to second of four hydratome rx 44 used during the same procedure. It was reported to boston scientific corporation that a hydratome rx 44 was used in the duodenum during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2023. During the procedure, the hydratome rx 44 was inserted through the duodenoscope. After the device exited the duodenoscope, the physician had difficulty passing the guidewire through the tome due to friction. The same problem happened when the physician opened three more hydratome rx 44. It was reported that the physician attempted to reload the guidewire through the tome after flushing the tome with saline and wetting the guidewire; however, the same problem was still noticed. It was also noted that the patient had a very difficult anatomy to cannulate (periampullary diverticula and a duodenal mucosal fold) partially blocking the view of the ampulla. The physician was able to place a pancreatic duct stent; however, the procedure was rescheduled, and a second procedure was performed, treating the biliary leak and it was successfully completed. There were no patient complications reported as a result of this event. The patient was discharged from the hospital.

Manufacturer narrative:
Block d4, h4: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Block h6: impact code f05 is being used to capture the reportable event of rescheduled procedure. Block h10: the returned hydratome rx 44 was analyzed, and a visual evaluation noted that the working length was bent at the distal section. Functionally, a spare guidewire was used to perform the test, the jagwire guidewire was difficult to advance through the autotome device. Per the dimensional inspection of the autotome, the internal diameter was measured into two different sections. The internal diameter on the large brown/green color bands section, it was found within specification; however, the internal diameter on the little brown/green color bands section, it was out of specification. No other problems with the device were noted. The reported event of kinked working length and guidewire difficult to advance were confirmed. Upon analysis, it was found that the working length was bent at the distal section, and it was difficult to advance the guidewire through the tome. The kinked working length could be caused by operational factors, such as manipulating the device through difficult anatomy or the used technique for the device manipulation. Functional evaluation revealed that the jagwire was difficult to advance through the autotome. Additionally, the internal diameter (ID) of the catheter was out of specification. It was determined that the cause was related to manufacturing deficiency. Based on all gathered information, the root cause of this complaint is manufacturing deficiency. An investigation to address this problem has been opened.